Event description:
The user received a questionable human chorionic gonadotropin, (hcg- stat) result for one patient sample. No unit of measure was provided. The result for the first sample from the patient was 4660. On (B)(6) 2012, a second sample was drawn from the patient. The result for this sample was 37087. On (B)(6) 2012, both samples were repeated. The result from the first sample was 22422 and the result from the second sample was 39699. No information was provided to determine if the erroneous result was reported outside the laboratory or if the patient was adversely affected. The hcg stat reagent lot number was 164949 with an expiration date of 10/30/2012.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be identified. No additional information was provided for further investigation. No information was provided to determine if the patient was adversely affected.